Manufacturer narrative:
A ge service rep performed an on site investigation. The software upgrade was installed during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
The customer reported that the 9800 system image was backwards, and the left and right monitor images were switched during a case. No pt injury was reported.